Manufacturer narrative:
As received, only the connector portion of the lead was returned in one piece measuring 9.9 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead did not find any anomalies except procedural damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-15187 and 2017865-2019-15189. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the pacemaker, right atrial lead, or right ventricular lead. It was reported that the cause of death was unknown.

Event description:
Related manufacturer reference number: 2017865-2019-15202, 2017865-2019-15189.